Event description:
The patient has an instable knee due to laxity. At 3 months post primary the surgeon revised the 11mm insert with a 14mm insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 december 2023: lot 2116924: 30 items manufactured and released on 12-jan-2022. Expiration date: 2026-12-20. No anomalies found related to the problem. To date, 21 items of the same lot have been sold without any similar reported event in the period of review.